Manufacturer narrative:
The reported event for ipg flipped in the pocket cannot be confirmed with product testing. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The autotest failed due to no output on channel 1, 6, 7, 8 and 16. X-ray analysis revealed broken feed through wires on channel 1, 6, 7, 8 and 16. Since channels 1, 6, 7, 8 and 16 were broken, the header was bypassed in order to autotest the ipg. The ipg passed all tests on the autotester once ipg header was bypassed.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2019 wherein the entire scs system was explanted and replaced. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient last charged and was able to communicate with the ipg was in (B)(6) 2018. Patient felt like the ipg is loose in the pocket. It is undermined if the ipg flipped in the pocket. Surgical intervention may be undertaken at a later date to address the issue.